Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she was in the hospital because she was hurt and had an MRI done. Customer wore the insulin pump during the procedure and now the device is not functioning. The customer doesn't recall his blood glucose level. The device alarmed motor error. Troubleshooting was performed. She inserted a new battery and the device alarmed battery out limit. The device is also displaying a full reservoir and the piston is only rewinding half ways. She stated when she rewinds the device it sounds as the piston is having a difficult time to move back. The device is stuck in motor error loop is able to rewind but then the alarm reoccurs. The device also alarmed motion sensor test failure. Customer was unable to perform the displacement test. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.